Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was not feeling well and told his wife that there was something wrong. The cgm reading was 255 mg/dl, therefore the patient self-treated with 8 units of humalog (fast acting insulin). At night-time around 9:00pm he started sweating profusely. The patient´s wife called 911 and when paramedics arrived the patient was unconscious. The paramedics took a blood glucose reading which was 43 mg/dl and treated the patient with sugar. After the treatment the patient regained consciousness and recovered. The patient was not taken to the hospital. At the time of the report, the patient was feeling better. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.